Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device - sticking out of tubes / left wire running through the left tube"), fallopian tube perforation ("perforation (fallopian tube) / essure on the right has perforated the tube partially"), pelvic pain ("pain / pain / pelvic pain (mild)-on and off"), genital haemorrhage ("persistent bleeding / abnormal bleeding") and carpal tunnel syndrome ("carpal tunnel") in a (B)(6)-year-old female patient who had essure (batch no. 675116) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 (((B)(6) 2000, (B)(6) 2004)), c-section, low back pain, rash, depression, ovarian cancer ((mother)), menarche and pyelonephritis in 1986. No alcohol and tobacco,she's never had a dvt. Usually doesn't have pain with her periods. No pain with intercourse. Previously administered products included for an unreported indication: birth control pills. Concurrent conditions included non-tobacco user, cramp in lower abdomen, vaginal discharge abnormality, post coital bleeding, anxiety, musculoskeletal pain, breast pain, pain menstrual, headache, menstrual cycle shortened, menses irregular with excessive bleeding, alcohol use, mood change, bleeding menstrual heavy, amenorrhoea, obesity, retroverted uterus and endometriosis. Family history included high cholesterol ((father)), uterine cancer (mother), blood pressure high (mother), cancer (maternal grandmother), asthma (child 2), bipolar disorder (father), thyroid disorder (father and sister) and thyroid disorder (mother). Concomitant products included ibuprofen (advil) and medroxyprogesterone acetate (depo-provera). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 2 months 12 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pain in extremity ("leg pain (severe. More painful than at first)-started out infrequent to more frequent."). In (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2014, the patient experienced weight increased ("weight gain"). In (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), carpal tunnel syndrome (seriousness criterion medically significant) with hypoaesthesia and pain, hypersensitivity ("allergic and hypersensitivity reaction") and scar ("scar tissue had been built"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oophorectomy-left salpingo), surgery (to remove the essure implant) and surgery (carpal tunnel surgery). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, fallopian tube perforation, pelvic pain, carpal tunnel syndrome, hypersensitivity, weight increased and scar outcome was unknown, the genital haemorrhage had resolved and the pain in extremity was resolving. The reporter considered carpal tunnel syndrome, device dislocation, fallopian tube perforation, genital haemorrhage, hypersensitivity, pain in extremity, pelvic pain, scar and weight increased to be related to essure. The reporter commented: current weight: (B)(6). Mr- left - had 2 rings visible beyond the os. The right one had 4 rings visible beyond the os. Patient tolerated insertion procedure well. Patient tolerated removal procedure well diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 24-jan-2018: events- "migration of essure device - sticking out of tubes, weight gain, leg pain (severe. More painful than at first)-started out infrequent to more frequent, scar tissue had been built, perforation (fallopian tube), concomitant condition, historical condition, concomitant drug, lot number, reporter added from pfs. Family history, concomitant condition, lab data added from medical record. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and hypersensitivity ("allergic and hypersensitivity reaction"). The patient was treated with surgery ( to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage and hypersensitivity outcome was unknown. The reporter considered genital haemorrhage, hypersensitivity and pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.